Event description:
It was reported that the needls on the bd glide¿ with tbl u40 insulin syringe were broken. Report 1 of 2. The following was received from the initial reporter: the following was received from the initial reporter: but recently from the past two three months, we have found almost 7-8 cases where the needles are broken, tilted needles means not straight. Most fearing thing is this that three times plungers plastic rod got broken, which is really very very upseting. 1. Within past 3-4 days 2 cases of plunger plastic rod got broken while injecting insulin. 2. One needle found broken when red cap was opened.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-oct-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that the needles on the bd glide¿ with tbl u40 insulin syringe were broken. Report 1 of 2. The following was received from the initial reporter: the following was received from the initial reporter: but recently from the past two three months, we have found almost 7-8 cases where the needles are broken, tilted needles means not straight. Most fearing thing is this that three times plungers plastic rod got broken, which is really very upseting. Within past 3-4 days 2 cases of plunger plastic rod got broken while injecting insulin. One needle found broken when red cap was opened.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.